Manufacturer narrative:
Follow-up #1: date of submission 05/05/2016. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: the pump powered on with vibratory and audible features. An ezprime sequence was successfully completed. A 1.0u/hr basal program was executed for 24hrs with no errors, alarms or warnings recorded during that time. A normal 10u bolus and 10u audio bolus were manually completed and both were accurately recorded in the pump history. The bolus history was found to be recording properly. There was no hypersensitivity to the buttons on the keypad. Unrelated to the original complaint, the battery compartment was cracked below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose greater than 250 mg/dl, but less than 500 mg/dl without symptoms associated with an inaccurate delivery issue. During troubleshooting with customer technical support, it was revealed that there were missing bolus records in the pump. The patient's blood glucose readings do not meet animas' criteria of a serious injury. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.